Manufacturer narrative:
During the index procedure one resolute onyx des was implanted into the rca. Patient weight was also received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the index procedure was prompted by stable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of mi, pci, and hypertension. No action was taken to treat the mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx drug-eluting stent was implanted. One day post procedure, cec adjudicated non-q wave myocardial infarction in the target vessel, 3rd udmi peri-pci. Cec adjudicated that side branch occlusion of the rca also occurred.